Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that automatic reports were not printing. A technical support specialist dialed into the server via securelink, logged into the pyxis enterprise server (pes), and checked the manage schedule history, noticing all the report statuses showing as 'success'. Attempted to restart the job scheduler service and print spooler. Finally, logged into healthsight viewer and verified that no critical notices were showing. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a reports are not printing.the customer reported that issue occurred when dispensing medications to the patient.there were no adverse events or injuries reported based on this event.